Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a pulmonary vein isolation procedure, a cerebrovascular infarction may have occurred. During ablation of the anterior wall of the right pulmonary vein ablation was being performed with 35 w. Ablation was difficult to complete and then the output power increased up to 50 w. The impedance rose approximately 40 ohms at the same time. The catheter was removed from the patient and it was confirmed that no thrombi was adhered. The procedure was completed without further issue with the catheter. The following day, it was suspected the patient developed a cerebrovascular infarction. It was indicated by the physician that the effect of cooling might have been decreased as the catheter made contact on the lateral side on the cardiac wall when the anterior wall of the right pulmonary vein ablation was performed.

Manufacturer narrative:
Additional information: g4, b5, h2, h10.

Event description:
The cerebrovascular infarction was not confirmed. No further intervention was performed. No information was able to be obtained on the examination details that were conducted after the symptoms of a suspected cerebrovascular infarction appeared. It was observed post-operatively that the patient walked unsteadily. Following the event, no further symptoms were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke could not be conclusively determined.